Event description:
The customer reported that when the foot pedal was depressed, an alert tone and beep would come from the system and the system would lock up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed onsite investigation. The power supply voltage was adjusted, the high voltage connectors were regreased and the generator and filament were recalibrated. The system was then found to be operating as intended.